Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after methylene blue was administered and flushed the registered nurse noticed later that there was blue in the line, where it wasn't before. Upon further assessment of the line, it was found that the kit was leaking fluid, clear and blue out of the hole of the stop cock and into the patient's bed. The line had to be removed; access was lost on a patient that is very difficult to obtain IV access. The outcome of the event was resolved. There was no medical intervention required. There was no patient was harm.

Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done and the reported issue was duplicated. The cause of the issue was traced to a supplier related problem with the stopcock subassembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.